Manufacturer narrative:
Additional information was received reporting that the reason for explant was that the patient's vision was "not good" and the patient cannot see detail. The 3-piece non-johnson and johnson replacement intraocular lens (iol) was the same diopter as the original implant. No further information was provided. The following section has been updated accordingly: section h6: health effect - clinical code 2137 - blurred vision. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4: patient weight: unknown; requested but not provided. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from the right eye due to capsular tear. A vitrectomy was required. A non-johnson and johnson iol was implanted as replacement (3-piece lens). The patient is doing well post-operative with the replacement lens. The product was discarded.